Manufacturer narrative:
Sections d10 and h3 were updated. The customer's lancing device was returned for investigation. The reported failure on protruding lancets¿ could not be confirmed during investigation. The lancing device was tested with retention lancets at different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and it works in accordance with specifications. The lancing device was disassembled for investigation, and no abnormalities could be observed which could verify the customer allegation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The lancing device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device. The patient was not injured and did not require any treatment. The initial reporter alleged a properly seated lancet was protruding from the end cap of the device.